Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 1264352. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima-ii¿ closed IV catheter system there was damage to the cannula. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during the preparation process for the patient, when the closed venous indwelling needle was connected, a break was found in the plastic needle of the indwelling needle, which was replaced. A new indwelling needle was used for puncture. This treatment did not cause harm to the patient.